Manufacturer narrative:
Device evaluated by MFR.:the complaint device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has distal tip damaged, as part of overall visual revision. The device has the distal tip detached, distal tip and body kinked. The overall length and outer diameter (od) of the distal tip could not be measure due to being detached. The middle and proximal section were measured and are all within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the direction for use states: "special care is necessary when advancing a guide wire after stent deployment, because an entanglement between the guide wire and the stent could have happened. Besides, is indicated that never advance the guide wire if significant resistance is felt and is necessary to understand, through fluoroscopy, what is causing the guide wire difficult movement and, also mentions, if excessive force is used to advancing/removing the guide wire, it may result in separation of the guide wire tip." (B)(4).

Event description:
It was reported that guide wire entrapment was encountered and fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A pt graphix guidewire was advanced and a stent was implanted to treat the lesion. However, post stent deployment and during removal of the guide wire, the wire was caught in the stent. When the guide wire was pulled with excessive force, the wire broke and remained inside the patient's body. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors and is not us/user error as previously reported. (B)(4).

Event description:
It was reported that guide wire entrapment was encountered and fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A pt graphix guidewire was advanced and a stent was implanted to treat the lesion. However, post stent deployment and during removal of the guide wire, the wire was caught in the stent. When the guide wire was pulled with excessive force, the wire broke and remained inside the patient's body. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that guide wire entrapment was encountered and fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A pt graphix guidewire was advanced and a stent was implanted to treat the lesion. However, post stent deployment and during removal of the guide wire, the wire was caught in the stent. When the guide wire was pulled with excessive force, the wire broke and remained inside the patient's body. The procedure was completed. No patient complications were reported and the patient's status was fine.